Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for failure investigation. The failure investigator found the blower motor cable was not attached to the motor controller board. A closer inspection of the blower motor connector revealed that the locking tab had been broken from this unit. This ventilator was not returned to the customer.

Event description:
The customer reported that during installation of the device at the account the device alarmed and displayed blower temperature too high. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that during installation of the device at the account the device alarmed and displayed blower temperature too high. There was no patient involvement.